Event description:
A physician reported that a vns patient had the vns system removed due to "discoloration and itching along the skin line directly over the generator." The patient was now currently seeing a dermatologist, but she still had the same issue continuing. Follow-up was obtained and it was indicated that the patient's neurologist and current dermatologist felt the symptoms were related to the implant of the vns and a reaction to its metal. Furthermore, the dermatologist stated the itching and discoloration was only around the generator site and that an allergic reaction of this sort could come about at any time. The dermatologist now stated she believed it may be a reaction to the generator's epoxy header. Additional attempts for further information have been unsuccessful to date, and the explanted material has been discarded by the explanting facility. However, last known diagnostics show proper device function.